Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device did not work and they did not know the reason. Hcp stated the patient wanted to have her implantable neurostimulator (ins) explanted but leave the lead in. Patient was scheduled for MRI of brain on the day of this call. Hcp stated after the MRI done then they would implant a new device. A normal battery depletion was also noted. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4) no longer applies to this event and was removed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.